Event description:
It was reported that when the asymptomatic patient presented for follow up, one week post implant, post-paced t-wave oversensing was observed. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.